Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported receiving a battery failed alarm. The customer reported that the battery cap contacts and battery compartment were not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. Troubleshooting was performed. The customer completed a pump restart and inserted another battery. Advised customer to monitor pump and that a replacement of the battery cap will be sent. The customer reported physical damage crack or scratch on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on 04/13/2024 18:09:00.000 in the history files. Confirmed the pump alarmed failed batt test four times on 04/13/2024 between 19:06:43.000 to 19:44:39.000 in the history files. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, missing serial number label, cracked keypad overlay, corroded battery tube. No power errors noted and passed all required testing. Cosmetic damage at battery compartment was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.